Event description:
It was reported that the patient experienced a frequent shocking or jolting sensation that occurred every 15 to 20 minutes. It was noted that this sensation occurred in the groin and scrotum area. It was further noted that the device was on and that patient's incontinence "appeared to be under control". The physician stated that he "did not believe the shocking was related to any type of electromagnetic interference or equipment". It was noted that the troubleshooting was limited because the patient did not have the patient programmer on hand. The patient outcome was not provided. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 3093-28, lot#: v014332, implanted: (B)(6) 2007; product type: lead, product ID: 3037, serial#: (B)(4), implanted: (B)(6) 2007; product type: programmer, patient. (B)(4).